Event description:
During surgery, physician drilled into skull w/ device, the perforator did not stop automatically, and was lodged into the skull, which required additional intervention to remove the device. Device was eventually removed when the surgeon had to make a burr into the skull to release device.